Manufacturer narrative:
(B)(4). G2: ireland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient was revised one day post implantation due to the wrong size head being implanted in correspondence with the liner. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to user error, as the surgeon implanted a 36mm head with a size 32mm liner. As per IFU 01-50-0950, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic implants." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.